Manufacturer narrative:
Although the unit involved in the reported incident was not returned for eval, the reported condition can be duplicated by abusive handling of the device, specifically, severely torquing the jaws of the device while grasping thick tissue.

Event description:
As reported by hospital: "one of the tips of the grasper broke off in the patient's abdomen and was retrieved by the surgeon after making a few add'l incisions."